Event description:
The customer reported that patient got up off of the chair pad. The pad did not sense pressure was released to send a signal to the alarm to sound. The patient was found walking around. There was no fall or injury.

Manufacturer narrative:
Sensor, none. Evaluation: results: evaluation of the returned product shows that the sensor pad has evidence of being folded. The pad does not send a signal to the alarm to sound.